Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode. Additionally, there were concerns as why therapy was not provided when the patient had ventricular tachycardia (vt) with a rate measuring 230 bpm. The cause was unknown however, therapy cannot be guaranteed when the device reaches safety mode. Technical services recommended an urgent device replacement and recommended to return the device for analysis. At this time, this ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode. Additionally, there were concerns as why therapy was not provided when the patient had ventricular tachycardia (vt) with a rate measuring 230 bpm. The cause was unknown however, therapy cannot be guaranteed when the device reaches safety mode. Technical services recommended an urgent device replacement and recommended to return the device for analysis. At this time, this ICD remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this device was explanted due to safety mode and was replaced with another manufactures device. No additional adverse patient effects were reported.